Event description:
Initial info received from a physician on 19-jan-2010: physician reported that a female pt received treatment with poly-l-lactic acid (sulptra aesthetic) (lot# and exp date unk) on an unk date. The pt developed red, pimple-like bumps in the areas where she was injected. The physician incised one of the raised red bumps on pt's skin and examined it, stating he found nothing out of the ordinary. No concomitant medications or medical history reported. No further info reported.

Manufacturer narrative:
Device qc performed on 01/25/2010.